Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened act button dome switch. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It was reported by the customer's mother that their insulin pump had alarmed button error. Customer stated that they were attempting to bolus, after which the alarm occurred. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 379 mg/dl at time of reporting. Nothing further reported.